Event description:
While no one was at the patient bedside, the external alarm and "vent in op" alarm sounded. Upon entering the patient's ICU room it was noticed that the puritan bennett 840 ventilator had stopped working. Nursing and respiratory responded immediately. Patient was disconnected from the vent circuit and nebulizer treatment that was running. O2 saturation - 99%. Patient was ventilated manually, o2 saturation remained at 98-99% throughout event. No adverse effect from malfunction. Ventilator screen was blank. Alarm on vent base read: "display (gui) inop." Ventilator was pulled from service. Determined that the problem was caused by a malfunctioning computer board.